Manufacturer narrative:
There is no known patient involvement. Event date: the event date was not provided. Recall number: livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Follow-up communication with the customer confirmed that the facility is not aware of any patient impact related to this event. The device was used within the operating room during use but has been removed from service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5067179) stating that water cultures from a heater-cooler system 3t device tested positive for mycobacterium chimaera. The water was cultured in response to an advisory from the cdc regarding potential contamination. There is no known patient involvement.